Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue. Hospital staff had moved the system out of the operating room (or). Fse plugged all the fiber cables and powered on the system multiple times but had no errors. Fse also test drove the system but found no issues. Electrical and mechanical adjustment made to correct reported problem. System tested and verified as ready for use. The fse went back out two days later and was able to reproduce the issue. The fse replaced the universal power distributor (upd). The system was tested and verified as ready for use. Isi did receive the upd to perform failure analysis (fa). Fa was able to reproduce the customer reported complaint during in-house testing. Upon visual inspection, no issues were found that would be related to the reported failure. The upd was installed and tested onto a golden printed circuit assembly (pca) system where the component functioned as expected. The system started up with error 31221 and 319, arm4 was not show up on the gemini download app, also there was no light and no power on arm 4. Patient side cart was not connected to the system intermittently. The channel 01 ,04 ,05 ,07, 10,13 were showed 0v on patient-side power distribution (ppd) board voltages.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an operating room (or) staff called in to report that the system was having an issue. They got the 3rd non-recoverable fault 252 on the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and was unable to see the 252 error but saw a 23 blue fiber error on the 3rd port down on the vision side cart (vsc) and going to the patient side cart (psc). The tse recommended the customer reboot the system, reseat and clean the blue fiber cable (bfc). The caller stated they had that error earlier and already replaced the bfc. They were not sure if they could continue with the system since this was the 3rd non-recoverable error. Another staff stated the psc touchscreen was not lighting up and there was something with the psc. The tse was viewing logs and the system arm setup, and it was showing the system still docked with the instruments installed, but the staff confirmed the system was undocked and the surgeon was not at the surgeon side console (ssc). They would not use the system for the rest of the day. The tse may not have been seeing the most recent logs. No known impact or patient consequence was reported.

Manufacturer narrative:
The probable root cause is attributed to a failure of the universal power distributor.

Event description:
Refer to h11 for follow-up information.